Event description:
This pt was admitted for cardiac catheterization. Indication for procedure is unknown. The target lesion is identified as a bifurcating, angulated type c, de novo lesion of the proximal left anterior descending artery with 80% stenosis. It is unknown if the lesion was pre-dilated. The physician was able to cross the lesion with a 3.0 x 33mm cypher stent. However, he was unable to fully deploy the stent - deployed approximately 50%. There was no problem with balloon inflation. It is noted that he attempted to expand the stent several times; however, no details are available. Timi was 3. The pt was anticoagulated and brought back to the cath lab one week later to re-evaluate. The physician felt the results were not acceptable and referred the pt for coronary bypass surgery. Results of the surgery are unavailable.